Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a low glucose event reported at 51 mg/dl after a period of hyperglycemia at 302 mg/dl, attributed to missed meal announcements while using the ilet and treating the low with oral glucose. Symptoms included anxiety, diaphoresis, and shaking, consistent with hypoglycemia along with preceding hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface due to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised to resume meal announcing and to contact support if lows persist.